Manufacturer narrative:
Manufacturing date corrected. An event regarding dislocation of the femoral head from the constrained liner involving an all poly constrained insert 50mm was reported. The event was not confirmed. Device evaluation not performed as no device was returned. Medical evaluation not performed as no medical records were provided. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient medical records, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient was revised for a failed constrained liner as the inner-bearing disassociated from the liner. The 28mm femoral head was exchanged for a 22.2 mm head as the new constrained liner required a 22.2mm inner diameter.

Event description:
It was reported that the patient was revised for a failed constrained liner as the inner-bearing disassociated from the liner. The 28mm femoral head was exchanged for a 22.2 mm head as the new constrained liner required a 22.2mm inner diameter.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.